Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl and that there were no symptoms of hyperglycemia. This alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: the black box data for the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.